Manufacturer narrative:
Complainant fell asleep while using the heating pad and was using narcotics at the time of the incident, both are abuse of the product and a direct violation of the warnings and instructions provided. Warnings clearly state that burns will result from improper use. Based on the info we have to date, it is our position that the cause of this incident was user misuse/abuse of the product.

Event description:
The complainant reported using a heating pad for hip pain. She fell asleep while using the heating pad and awoke to find a 3rd degree burn on her hip. The scar required excision.